Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed pressure transducer test during pre-use check as well as a technical error code for communication error was generated. The ventilator was investigated by our field service engineer. The nozzle units in the gas modules were found defective as well as contamination of the pressure transducer pc board. The nozzle units were replaced, and the pressure transducer pc board cleaned. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported pressure transducer test during pre-use check as well as the technical error code which points to error in communication with the gas modules and pressure transducer pc board. The cause of the claimed issue has been determined. The issue was related to contamination of the pressure transducer pc board and the defective nozzle unit. This will be detected during pre-use check.